Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat lesion. It was reported that the stent failed to cross the lesion and stent deformation occurred. It is indicated that stent deformation occurred due to calcification of the tortuous vessel. The procedure was completed using a non-mdt stent. No patient injury is reported.

Manufacturer narrative:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a heavily calcified non tortuous mid lad lesion exhibiting 90% stenosis. It is indicated that stent deformation occurred due to stent getting caught on the calcification of the vessel. The account reported that the event was related to a sizing issue. The procedure was completed using a smaller non-medtronic stent after further pre-dilation. If information is provided in the future, a supplemental report will be issued.